Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer stated that, customer got several no delivery alerts, and now blood glucose is getting high. Customer stated that, has changed infusion set twice and found bent cannula when removing the site. Customer declined to troubleshoot for high blood glucose. Customer ate something and was unable to bolus due to no delivery alarm. The insulin pump will not be returned for analysis.